Manufacturer narrative:
Batch record review of lot b728 was conducted. There were no non conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trends has been detected. The assessment is based on info available at the time of the investigation. Hct cuvette and data key were returned by customer for investigation; no root cause could be determined at this time as investigation is still in progress. (B)(4).

Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak during cycle two (2) on xt125 at the hematocrit sensor, customer states the treatment was aborted and the pt estimated blood loss was a pint. Customer states the pt is stable and will not need any blood transfusion. Customer states the instrument has been cleaned up and they did save the hematocrit sensor and data key to return for further investigations. Customer returned the data key and sensor for investigation.